Manufacturer narrative:
Likely allergic reaction to the hema in the desensitizer.

Event description:
Dentist office reported patient whitened at home for two weeks, then she started her monthly maintenance on (B)(6) 2015, she woke up the next morning with swollen lips and sores inside/outside of her mouth. Dentist office advised the patient to discontinue use of the kor desensitizer permanently, and the patient also saw her general practitioner who prescribed her a steroid to help w/symptoms and inflammation. Followed -up w/dentist office on (B)(6) 2015, who reported that after discontinuing use of the kor desensitizer and seeing her general practitioner, the patient's symptoms have subsided, and she has returned to normal.